Manufacturer narrative:
Block b3 date of event: date of event was approximated to april 3, 2018, first post op visit, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by the patient legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient codes e1309, e2311, e1310 and e2015 capture the reportable events of urinary retention, discomfort, urinary tract infection and atrophy. Impact code f2303 captures the reportable event of medication taken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient during a procedure performed on (B)(6), 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. The device is not expected to be returned for analysis. ***additional information received on march 23, 2022 and 08apr2022*** relevant medical and surgical history included kidney disease, emphysema, copd, osteoarthritis, osteoporosis, restless leg syndrome, appendectomy, ovarian growth, hysterectomy, hernia repair x 4 (one with abdominal mesh), former smoker (quit 2007), habitual laxative use x 3 years, and 2 previous bladder tacks. It was reported that the patient had been diagnosed with stress urinary incontinence. She underwent an advantage sling fit placement procedure with cystoscopy on (B)(6), 2018. There were no complications reported at the conclusion of the procedure. On (B)(6), 2018, patient presented for a 6-week post op visit stating she "can't make it to the bathroom sometimes" and that she was feeling something "poking" in her pubic area. Urinalysis showed 2+ blood, 2+ protein, and 3+ leukocytes; the urine was sent for culture. Assessment was urge incontinence and overactive bladder. The following plans were discussed by the physician and patient: botox in bladder in the future, kegel exercises, decrease in caffeine intake and timed voids. The following were prescribed: macrobid x 7 days, phenazopyridine as needed, and vesicare daily. During a follow-up visit on (B)(6), 2018, patient reported frequent urination with urine leakage with or without stress. She also complained having to urinate up to 3x an hour. She would get up to 2-3x a night and that she sometimes leaked before she could make it to the bathroom to empty her bladder. Vesicare did not seem to help improve the symptoms. Same plans were discussed which included possible future botox injections, decrease caffeine intake and to continue with kegel exercises. On (B)(6), 2018, the patient presented on referral for consultation. She had a history of urinary incontinence for several years. She reports she has had her bladder tacked twice and her most recent surgery was a bladder sling in (B)(6) 2018. She reports only stress incontinence prior to this last surgery. After surgery, she was now wearing "super pads" and leaking all the time. She did have an episode of urinary retention post surgery of 1800 ml. She is s/p complete hysterectomy at age 32. She reports she is currently on hrt. Patient experiences stress incontinence and insensible urinary leakage daily. She reports she goes to the bathroom approximately 15x daily and 3-4x nightly. Exam revealed a well-supported anterior, apical, and posterior vaginal compartment; moderate vaginal atrophy, and no gross evidence of mesh extrusion or exposure. The assessment was mixed stress and urge urinary incontinence. Treatment options were reviewed including observation, conservative measures (including pfmt and pessary fitting) and surgical interventions. Also discussed fluid management and reduction in caffeine and alcohol intake. The patient was to return for cystoscopy and urodynamics.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This was reported by the patient legal representation. The device was implanted in (B)(6) united states. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.